Event description:
Pt started on vancomycin 750 mg in 250 ml d5w, IV q12 hours. Catheter inserted at start of therapy. Pt experienced recurrent phlebitis, ranging from 0 to 2+ in severity, with pain, tenderness, erythema, streaking along vein, and edema. The catheters were removed and replaced as follows: inserted 2/14/95, removed 2/27/95, inserted 3/2/95, removed 3/6/95, inserted 3/7/95, removed 3/9/95. Rptr believes the vancomycin may have contributed to these adverse effects, but she is inclined to think the catheter also played a role.